Event description:
The customer stated an architect c4000 analyzer generated a falsely elevated magnesium result for one patient. The analyzer generated an initial magnesium result of 5.2, and repeat magnesium results of 2.1 and 2.1. There was no adverse impact to patient management reported.

Manufacturer narrative:
The suspect medical device was changed from clinical chemistry magnesium, ln 07d70-31, manufacturing site abbott laboratories, (B)(4), to architect c4000 analyzer, ln 02p24-40, manufacturing site abbott laboratories, (B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.